Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent an oblique lumbar interbody fusion surgery at l-2/3/4/5 due to lumbar degenerative scoliosis. During surgery, a major bleeding was observed from segmental artery when pin which was inserted in l3 vertebral body was removed after insertion of cage. Product came in contact with the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.